Event description:
It was reported that the system was removed due to infection from a recent unrelated procedure. During the procedure, externalized conductors were observed on the right ventricular lead. The patients condition was stable following the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.5cm was returned for analysis. External insulation abrasion was noted at 7.2-8.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.9-8.1cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.5-15.0cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.